Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Results code 2: 213 a review of the sterilization records for the devices verified the lots met all pre-release sterilization specifications. Upon receiving additional information, the event is no longer considered a reportable event, and is being retracted.

Event description:
The following information was reported to gore: on (B)(6) 2013 a patient underwent treatment of a 70mm abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2013 the aneurysm measured 52mm. On (B)(6) 2016 the aneurysm measured 45mm. On (B)(6) 2018 the patient presented with a left groin swelling. Ultrasound revealed a large left iliac artery aneurysm. This aneurysm was pre-existing and not in the treatment zone of the gore devices. On (B)(6) 2018 the patient underwent emergency open repair of the expanding aneurysm with a 6mm dacron graft. On (B)(6) 2018 the subject had a cardiac arrest secondary to septic shock. The family declined resuscitation. On (B)(6) 2018 the subject expired.

Manufacturer narrative:
Concomitant medical products: additional device: pxc141400 lot # 10918955, (B)(4). It is not known which device if either were involved in this event, therefore both are being investigated.

Event description:
The following information was reported to gore: on (B)(6) 2013 a patient underwent treatment of a 70 mm abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2013 the aneurysm measured 52 mm. On (B)(6) 2016 the aneurysm measured 45 mm. On (B)(6) 2018 the patient presented with a left groin swelling. Ultrasound revealed a large left iliac artery aneurysm. On (B)(6) 2018 the patient underwent emergency open repair of the expanding aneurysm with a 6 mm dacron graft. On (B)(6) 2018 the subject had a cardiac arrest secondary to septic shock. The family declined resuscitation. On (B)(6) 2018 the subject expired.